Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. Forty nine days later, the patient recovered from peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd893883, gd893743 and gd893461 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).